Event description:
The stent was being implanted in the proximal to mid lad involving a diagonal branch, but during deployment, it shifted to the proximal lad. The day after the procedure a thrombus was found inside and proximal to the implanted stent.